Event description:
Burn blister and red spots on the neck [burns second degree], it got too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer via pfizer sponsored program brand websites for division consumer healthcare germany. An adult female patient of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot#: t26679, expiration date: jun2020) from unknown date for an unknown indication. The patient's medical history and concomitant medications were not reported. On an unspecified date, the patient reported "there seems to be something wrong with your product! I have bought today a pack thermacare for the neck. Already after three-quarters of an hour it got too hot for me and there was a burn blister and red spots on the neck! I'm under fifty and I have no sensitive skin and tolerate otherwise thermacare good." Action taken in response to the event with the product was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "too hot". The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (30nov2018): new information received from product quality complaints (pqc) group included: suspect product lot number and expiration date and provided product quality investigation results. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified., comment: based on the information provided, the events of "burn blisters" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. No device malfunction has been identified.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap was "too hot". The cause of the consumer stating the wrap was too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burn blister and red spots on the neck [burns second degree], it got too hot [device issue]. Case narrative: this is a spontaneous report from a contactable consumer via pfizer sponsored program brand websites for division consumer healthcare (B)(6). An adult female patient of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from unknown date for unknown indication. Medical history and concomitant medications were not reported. The patient reported: "there seems to be something wrong with your product! I have bought today a pack thermacare for the neck. Already after three-quarters of an hour it got too hot for me and there was a burn blister and red spots on the neck! I'm under fifty and I have no sensitive skin and tolerate otherwise thermacare good." The action taken in response to the event of the product was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burn blisters" and "device issue" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.